Event description:
It was reported by the customer that the device is displaying the service indicator and is non-functional. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event to the FDA.